Event description:
Info received indicates the pt is unable to place a nurse call from the bed.

Manufacturer narrative:
The technician straightened the bent pins on the communication cable to repair the bed.